Event description:
It was reported that the patient experienced increased pain due to the superion indirect decompression system implant device migrating, which was confirmed with imaging. The patient underwent a revision procedure in which the device at the l4-l5, lumbar region, was replaced. The patient is doing well post operatively and the pain has resolved. The device will not be returned for analysis as it was retained by the facility.